Event description:
It was reported that the patient had an inappropriate shock after having open-heart surgery. The shock was due to t-wave oversensing. The device was then reprogrammed from the alternate sensing vector to the primary sensing vector. Later, there was another inappropriate shock due to oversensing via reduced intrinsic amplitudes and noise. The system was programmed back to the alternate sensing vector and, this time, the shock zone rate was reprogrammed. There were no additional adverse patient effects. The system remains implanted.